Manufacturer narrative:
On june 16, 2017, we received medwatch uf/importer report #(B)(4), regarding a rapid infuser, ri-2 that exhibited an overheat alarm during a procedure. We were unable to duplicate the customer complaint when the unit was returned for evaluation. Upon receipt, the pole clamp release handle was missing; otherwise, the unit performed according to our specifications. The unit may exhibit an "overtemp" alarm due to over temperature fluid supply caused by dirty temperature probes or an occluded flow path. This alarm will cause the system to shut down, as it is designed to do. When the rapid infuser recognizes a situation that is compromising effective infusing, it stops pumping and heating, stops infusing fluid into the patient, displays an alarm message, instructions for corrective measure, and sounds an audible alarm. The user facility reported that "repeated efforts of turning machine off and restarting it resulted with same error message". However, the alarm message displayed on the screen instructs the user, "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." In addition, a warning in the operator's manual states, "do not infuse blood that is in the disposable set when over temperature condition occurs. Red cells that have ben subjected to high temperature may not be safe to infuse." The user facility did not report that the disposable was replaced, and repeatedly restarting the machine with the implicated disposable still in place would likely exacerbate the problem.

Event description:
The report from the user facility stated: "while using the belmont infuser during mtp on the 5th bag of packed red blood cells, the machine would shut down saying error 202, overheating. Repeated efforts of turning machine off and restarting it resulted with same error message and we had to resort to using our old rapid infuser for this critical patient."